Event description:
It was reported that when removing a needle from a bd nexiva¿ closed IV catheter system, a drop of blood came out of the end of the wing.

Manufacturer narrative:
H.6. Investigation: DHR review found that all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Probable root cause could not be identified for this incident since no sample was returned. However, per the statement in the event description ¿customer reported also that tubing is loose from wings¿ was a known issue and the most likely root cause was the manufacturing process. Note that the reported defect of ¿tubing loose from wings¿ would result in leakage if/when used in the clinical setting. Manufacturing ¿ the defect described in this incident was created at the zone 8 adhesive dispense station after the station redesign. If air got in the lines that fed adhesive to the adhesive dispense grippers, a short shot of adhesive would be dispensed onto the tube. A new station design was installed on nfa1 zone 8 in april 2018 (protocol 18449) that the extension tube adhesive dispense stations are purged on a regular basis and current process controls include routine leak test and ext. Pull test well as a 100% online flow tester in zone 8.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when removing a needle from a bd nexiva¿ closed IV catheter system, a drop of blood came out of the end of the wing.